Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 26, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient tests his blood glucose 1-3 times a day. He manages his diabetes with set dosages of metformin and his diet. The patient indicated that the alleged meter issue started on an unspecified date the previous month. The patient mentioned that the meter worked intermittently. As a result of the alleged meter issue, the patient claimed that he developed symptoms of sweating, clamminess, and not being able to think straight. The patent administered self-treatment by eating food which helped to relieve symptoms. The patient felt as though he could have prevented the symptoms from developing if he had been able to test his blood glucose earlier that day. The patient stated that whenever he gets a relatively low meter reading, he eats something to prevent low blood glucose episodes. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.